Event description:
It was reported that the nurse received an alarm 113 (reduced water temperature control) earlier today and then received another alarm 113 recently in an arctic sun device. Patient was at target and device seems to be working fine. Targeted temperature (tt) was 37c, patient temperature (pt) was 37c, water temperature (wt) was 34.1c, water flow rate (wfr) was 1.5 l/min. Confirmed they have four pads connected. Outlet monitor temperature (t1) was 35.2c, outlet control temperature (t2) was 34.3c, inlet temperature (t3) was 33.3c, chiller temperature (t4) was 8.8c, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0%, heater command (hc) was 78 percentage, water reservoir level (wrl) was 5, system hours were 2,842, and pump hours were 106. Nurse thought the water flow rate has been around 1.5 l/min but was not sure. Informed nurse it might be that the flow rate was temporarily dropping since it is somewhat low. Discussed flow rate and correlation with heater. Typically, 4 adult pads would have a flow rate above 2 l/min. Confirmed device could still function with this flow rate. Suggested nurse make sure no lines are kinked. Offered to place in manual control to make sure it can heat and cool water. Nurse states since the patient was at target they would monitor it for now. Informed nurse to call back if they continue to get this alarm, especially if the patient temperature was going above or below target.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse received an alarm 113 (reduced water temperature control) earlier today and then received another alarm 113 recently in an arctic sun device. Patient was at target and device seems to be working fine. Targeted temperature (tt) was 37c, patient temperature (pt) was 37c, water temperature (wt) was 34.1c, water flow rate (wfr) was 1.5 l/min. Confirmed they have four pads connected. Outlet monitor temperature (t1) was 35.2c, outlet control temperature (t2) was 34.3c, inlet temperature (t3) was 33.3c, chiller temperature (t4) was 8.8c, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0%, heater command (hc) was 78 percentage, water reservoir level (wrl) was 5, system hours were 2,842, and pump hours were 106. Nurse thought the water flow rate has been around 1.5 l/min but was not sure. Informed nurse it might be that the flow rate was temporarily dropping since it is somewhat low. Discussed flow rate and correlation with heater. Typically, 4 adult pads would have a flow rate above 2 l/min. Confirmed device could still function with this flow rate. Suggested nurse make sure no lines are kinked. Offered to place in manual control to make sure it can heat and cool water. Nurse states since the patient was at target they would monitor it for now. Informed nurse to call back if they continue to get this alarm, especially if the patient temperature was going above or below target. Per sample evaluation results received via task on (B)(6) 2025, it was reported that there was low flow noted, 1.5 l/m.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient was at target and device seems to be working fine. Targeted temperature (tt) was 37c, patient temperature (pt) was 37c, water temperature (wt) was 34.1c, water flow rate (wfr) was 1.5 l/min. Confirmed they have four pads connected. Outlet monitor temperature (t1) was 35.2c, outlet control temperature (t2) was 34.3c, inlet temperature (t3) was 33.3c, chiller temperature (t4) was 8.8c, water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0%, heater command (hc) was 78 percentage, water reservoir level (wrl) was 5, system hours were 2,842, and pump hours were 106. Nurse thought the water flow rate has been around 1.5 l/min but was not sure. Informed nurse it might be that the flow rate was temporarily dropping since it is somewhat low. Discussed flow rate and correlation with heater. Typically, 4 adult pads would have a flow rate above 2 l/min. Confirmed device could still function with this flow rate. Suggested nurse make sure no lines are kinked. Offered to place in manual control to make sure it can heat and cool water. Nurse states since the patient was at target they would monitor it for now. Informed nurse to call back if they continue to get this alarm, especially if the patient temperature was going above or below target. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.